Event description:
It was reported that this ambicor penile prosthesis (app) was not deflating properly. When the patient deflates the device, it does not fully deflate. He has to re-inflate and deflate it again to achieve full deflation. A surgical procedure to replace the app will be scheduled in may. No patient complications were reported.

Manufacturer narrative:
Event date was not provided. Therefore, 03/01/2025 was used as an approximate event date.